Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited intermittent capture. The lead was explanted and replaced. No patient symptoms were reported.